Event description:
If was reported that during a neurovascular procedure an aristotle 24 guidewire was defective. There was no patient injury as result of the malfunction.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.